Event description:
The customer reported via telephone call that the plunger was difficult to push and to remove. The customer reported using a pencil to release insulin when the reservoir plunger will not come unstuck. The customer reported that this incident happened on and off for two years. No blood glucose reading was given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.